Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. It was also received with cracked corner display window. No moisture damage found on electronic assembly and motor. No audio beep anomaly or unexpected off no power noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed and shut off and the buttons were not responding after it was exposed to rain. The customer explained that the device is cracked around the screen and on the right side of the screen it looks like it has an internal crack that moved to the outside. Blood glucose value was 301 mg/dl. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.